Manufacturer narrative:
Patient's age at the time of the event unknown/ not provided. Patient's weight unknown / not provided. Date of the event unknown. Device lot number unknown. Reporter's last name not provided.

Event description:
It was reported that the abutment screw (B)(4) fractured in the patient mouth. It was also reported that they were able to retrieve the broken portion from the implant and place another one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn from use. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined.